Manufacturer narrative:
B1 added selection as it was omitted from previously submitted reports. B2 date of death was correct as reported on the previously submitted reports. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Hemolysis/mechanical interaction with blood: the cause of hemolysis was not determined since no device/logs were returned and inconclusive evidence based on clinical details.

Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 76-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) from an out-of-hospital cardiac arrest, in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support post-percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had red urine. An echocardiogram confirmed good position. The physician reduced the flow and gave volume. The impella functioned at p-6 at 2.9l/min with no issues. The post-procedure outcome is unknown. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information received regarding the patient outcome. B2, b5, h1, and h6 updated based on the information received from the clinical site. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
A few days after the impella insertion, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).